Event description:
Caller reported potential false positive troponin I (tni) result on triage cardiac panel test. First sample that was run gave negative tni result. Another sample was run 90 minutes later giving a positive tni result. Since the results were conflicting, the sample was run on rxl with a negative result. Sample was then run using a different triage device which gave negative tni result. Pt was admitted to the floor with unstable angina. No procedures were done because of this result since it was repeated immediately, and the doctor did not see the results until after they were repeated giving a negative result.

Manufacturer narrative:
Investigation pending.